Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found. The device manufacture date for the contour ts meter with serial # (B)(6) was captured as 05-dec-2016 in section h4 of the initial report. The correct device manufacture date is 21-aug-2007. Section h4 has been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she ran a blood test with the contour ts meter and obtained a lo reading (indicative of a reading below 0.6 mmol/l). The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.